Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the device history review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient's contact called in and reported that the patient had recently been discharged from the hospital. A follow up call was made to the patient's nurse. It was reported that the patient was in the hospital for chf and a foot wound. Medical records were received from the patient's clinic which show that the patient was admitted to the hospital on (B)(6) 2016.

Manufacturer narrative:
(B)(4). Medical record review: on (B)(6) 2016, the patient underwent a right heart catheterization due to an elevated echocardiogram. On (B)(6) 2016, the patient underwent catheterization of left femoral artery and placement of catheter into the right popliteal artery, angiogram, and balloon angioplasty of right external iliac and right superficial femoral-popliteal artery. During the procedure, the patient became severely bradycardic, hypotensive, then experienced asystole, advanced cardiac life support with chest compressions was initiated, the patient was intubated, rhythm and adequate perfusion regained with ¿good¿ blood pressure, and the patient was transported back to the intensive care unit. Review of medical records revealed the consulting cardiologist attributed the asystole event to a likely vagal response and precedex (dexmedetomidine). On (B)(6) 2016, the patient was discharged home with orders for pd therapy. There was no documentation in the medical record supporting a possible association between the liberty cycler and the event of congestive heart failure and foot wounds. However, there is a probable association between the lower extremity wounds and the patient¿s co-morbid peripheral artery disease.

Event description:
Medical records were received from the patient's clinic, which show the patient was admitted to the hospital on (B)(6) 2016. The patient was admitted due to poorly healing right heel skin sloughing, ankle-brachial index with poor distal right lower extremity flow, and bilateral lower extremity weakness.